Manufacturer narrative:
The event date has been estimated as (B)(6) 2008 to capture the first adverse event (coil embolization). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2003, the patient was implanted with two gore® excluder® bifurcated endoprostheses to treat an abdominal aortic aneurysm. In 2008 on an unknown date, the patient underwent coil embolization of the inferior mesenteric artery for treatment of a type ii endoleak and aneurysm sac growth (amount unknown). The patient tolerated the procedure, but was subsequently lost to follow up. It was reported that on (B)(6) 2015, a follow up CT scan was performed, which incidentally identified aneurysm sac growth to 7 x 7.1 cm (amount unknown) with no clear demonstrable endoleak, no active contrast extravasation, and no leakage from the aorta. However, it was reported there did appear to be a significant distal type I endoleak from the left side. The scan reportedly showed severe atheromatous plaque formation in the distal common iliac, internal and external iliac arteries, with calcification reportedly abutting the left common iliac device (exact device unknown). No type ii endoleak was reportedly identified and no endotension was reported. On (B)(6) 2015, an additional procedure was performed whereby six additional devices were implanted to treat the endoleak and to reline the previously implanted devices. Final angiography showed no evidence of endoleak, and the patient was taken to recovery in stable condition.